Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage in tube event on 11-april-2024. Infusion set has been used for 24-48 hours. Customer replaced infusion set and resumed insulin successfully. No further information available.